Manufacturer narrative:
The instrument was returned and evaluated. The distal clevis pin, which holds the grips in place, was not returned with he device. It is likely that the "bolt" referenced by the customer was the distal clevis pin. There was no visible damage to the instrument. The fact that the distal clevis pin was missing in the returned device led engineering to conclude that if this failure mode were to recur, the pin could potentially separate from the instrument during the surgical procedure.

Event description:
It was reported that during the surgical procedure the "bot" at the instrument tip became loose. The instrument and cannula had to be removed together due to the loose pin. The procedure was completed after replacing the defective instrument and the cannula. The loose pn was reported to have fallen on the floor of the or. No patient harm, adverse outcome or injury was reported.